Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that two patients allegedly sustained a "skin breakdown" as a result of using an rt040 hospital full face mask. It was further reported that it was difficult to keep "skin integrity with mask on for over 48 hours".

Event description:
A medical centre in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that two patients allegedly sustained a "skin breakdown" as a result of using an rt040 full face mask. It was further reported that it was difficult to keep "skin integrity with mask on for over 48 hours".

Manufacturer narrative:
(B)(4). Date of event (B)(6) 2011, (b)() 2011. Manufacturer narrative. The complaint rt040 full face masks are not expected to be returned to fph in (B)(4) for inspection. We are currently in the process of obtaining further information from the medical centre in order to assist us with the analysis and identification of a possible root cause of the events as reported. We will provide a follow up report once we receive further information and have completed our analysis.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2011. The complaint rt040 masks were was not returned to fph (B)(4) for inspection. An attempt was made to obtain further information about the reported complaints; however, no response was received from the medical centre. Without the complaint devices or additional information from the medical centre, it is not possible to determine the root cause of the reported fault. Mask fitment is a key element to patient comfort and care. As such, the rt040 hospital full face mask user instructions include detailed instructions for correct fitting and the following warning: "if the patient experiences skin irritations, consult physician". A further warning in the user instructions states: "this mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff."